Event description:
It was reported, the patient thought he was overdosing because, he could not tolerate the smell of food. It was noted this had happened before when the patient was overdosed on pills which occurred before he had his current pump implanted. It was also reported, the patient ¿knows¿ that the pump was empty because, ¿he could tell¿. The patient reportedly heard an alarm on 2013 (B)(6). It was noted, the patient had a call in to his health care provider and was waiting to hear back. The type of medication being delivered via the device system was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter. (B)(4).